Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The original surgery was for stenosis at lumbar 4-5, lumbar 5-sacral 1 stenosis with instability al l4-5 with neurogenic claudication. Lumbar 4-5, lumbar 5-sacral 1 posterior decompression , interbody fusion and instrumentation. The revision was to explant and replace all zimmer biomet hardware with additional level, lumbar 3-4, due to junctional instability. Lumbar 3-4, 4-5, lumbar 5-scaral 1 alif.